Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus using the pump and did not require third-party assistance. Technical support helped the caller update their basal rate settings and advised checking with their healthcare provider regarding any changes, which the caller understood and acknowledged.